Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received in procedural images that as the first delivery catheter system (dcs) was being removed, the nose cone grabbed onto the inflow portion of the first valve and caused it to dislodge. Other relevant device(s) are: product ID enveor-l lot 0009056192 use by date 2019-03-30, UDI (B)(4). Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records submitted for review showed a filter was placed in the left carotid and innominate vessels to protect the brain. An angiogram of the implanter¿s view showed good wire position in the left ventricle and a good starting point for the first valve deployment. The first valve was deployed to 80% at a shallow depth then deployed to 100%. As the delivery catheter system (dcs) was being removed, the nose cone became caught on the inflow portion of the valve and caused it to move up (dislodge). There was an apparent depth change with respect to the reference pigtail. The first valve was confirmed to have dislodged and severe aortic insufficiency was present. There were no angiographic images showing the reported post-implant balloon aortic valvuloplasty (bav). The images showed the second valve was deployed to 100% inside the first valve. The position of the second valve was lower (deeper) than the first valve. The angiogram showed limited coronary perfusion in the left coronary artery and no perfusion in the right coronary artery. Multiple attempts were made to locate the right coronary ostial takeoff using a catheter contrast injection, but the right coronary artery was not seen. A fluoroscopy check confirmed that both valves were loaded appropriately. A variety of factors can cause paravalvular leak (pvl), including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this event, the cine review concluded that during the removal of the dcs, the nose cone interacted with the inflow of the valve and caused it to move up to a shallow implant depth, resulting in severe pvl. Dislodgement of the valve by the distal tip is related to operator technique or experience. The instructions for use (IFU) states, ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to withdrawing the dcs tip through the valve. Based on the provided images, the reported coronary occlusion in the rca was confirmed. Coronary occlusion is listed in the device IFU as a potential risk associated with implantation of the valve and can be attributed to procedural factors (such as valve positioning, sizing, and technique) and/or anatomical factors (such as the location of the coronary arteries with respect to the valve, and height of ostia). In this event, the cine review confirmed that a second valve was deployed within the first valve in a deeper position. When a second valve is implanted directly into the first valve, it can potentially cause a coronary occlusion. The cause of the coronary occlusion, which reportedly led to patient death, cannot be conclusively determined but it is likely related to procedural and/or anatomical factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 01-dec-2018, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a significant leak was noted and a second valve was placed. Immediately following the second valve implant, there was no perfusion observed to the right coronary artery (rca). The physician believed that the rca became blocked after the second valve implantation. It was not possible to open the occlusion and the patient subsequently died. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information was received that the first valve exhibited severe paravalvular leak (pvl) and a post-implant balloon aortic valvuloplasty (bav) was performed. The final implant depth of both valves was 4 mm. The coronary occlusion was confirmed and coronary intervention was performed. The cause of death was coronary occlusion which the physician attributed to the valve. If information is provided in the future, a supplemental report will be issued.